Event description:
The customer reported approximately 5 to 10 mls of clear fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer stated the instrument was generating 'diluent comparison out of limits' error when the leak was noticed. There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing through pinch valve (pv49) was cut. The fse replaced the tubing through pinch valve (pv49) and the instrument performed without any leaks or errors. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).